Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reason for revision is bone fracture.

Manufacturer narrative:
Conclusion and justification status: the complaint was received as one of 7 delta extend/delta extend revisions that took place in (B)(4) between 2009 and 2013. Depuy was informed that the delta xtend humeral component when used with the delta xtend head had a higher than expected revision rate as identified by the (B)(4)). The (B)(4) requested depuy to provide information to nine points regarding the delta xtend humeral component / delta xtend head higher than expected revision rate. The original questions and depuys response can be found in the attached email (delta xtend tga response.msg) and particularly the document named delta xtend tga response final 23oct2015.pdf. The depuy response summarised that to compare the delta xtend to other stemmed hemi shoulder combinations is not appropriate is it used more in complex salvage stemmed hemi procedures that may be revised to a reverse shoulder in a future date. The ability to easily do this with delta xtend was valued by surgeons. The apparently increased risk of revision was not seen as implying any problem with the implants but represented a natural consequence of the choices open to surgeons in managing patients with massive irreparable cuff tears. No devices were returned with this report for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.